Event description:
During primary surgery, the liner cracked upon insertion. The surgery was extended approx one hour.

Manufacturer narrative:
Examination is not possible, as the item is not being returned. Previous investigations for this product line have identified that surgical technique is the likely cause for fracture of this device. No product error has been previously identified. Subsequent actions can be monitored through reference to cork CAPA 196, which has been established to further monitor this issue and investigate ways to help reduce the possibility of user error. Should any additional info be received the investigation will be reopened. Depuy considers the investigation closed.